Event description:
It was reported that an ats (apex pro telemetry system) overheated due to an "extremely hot environment". The customer reportedly was unable to admit new pts due to this problem. No loss of monitoring occurred for the pts already admitted to the system. A ge field service engineer found that the ats cpu (central processing unit) fan was not spinning. The processor fan and filters were replaced, restoring functionality of the system. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been competed.